Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that experienced high blood glucose level was 403 mg/dl at the time of incident. It was unknown whether the customer was using the auto-mode feature. Customer stated that they were able to clear the alarm and also were able to rewind the alarm. Customer stated that insulin pump did not pass the self test. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis while the senor and reservoir will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin on keypad assembly.